Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was intermittently unresponsive. Tandem technical support performed a system check and determined pump was functioning as intended. In addition, it was reported that the pump battery gets hot to touch when plugged into a power source to charge. The customer's blood glucose level was "high," exact value was not provided. Customer changed the cartridge and then delivered a correction bolus via the pump to address high bg.